Manufacturer narrative:
Postal code: (B)(6). Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.